Event description:
It was reported that the customer went to the emergency room (ER) due to blood glucose (bg) level in the mid 300 mg/dl range and a seizure. Cause of bg level was unknown. Bg was treated with intravenous fluids, and customer was monitored for seizures. Reportedly, customer left the ER 4 hours later with customer's bg 275 mg/dl. Reportedly, customer sustained a dislocated shoulder as a result of the seizure. It was not determined if the seizure was a direct result of bg level.